Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). When removed, the cannula was found bent. Symptoms reported include shortness of breath, nausea, vomiting and hyperglycemia. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released a few days later.